Manufacturer narrative:
(B)(4). A review of the associated cpu event log indicated that the pump module had been in use for at least 5 days prior to the reported incident date of (B)(6) 2014. According to the log the device was operating at a flow rate of 10/1ml/hr with the user entering a vtbi of 11.1mls after each infusion complete alarm. The log review did note that at 6:45pm on the day in question the infusion was paused for at least 5 minutes before being restarted by the user. The log contained no other significant events. It cannot be determined from the log review when the bag of tpn was originally hung or how much volume as in the burette prior to the last infusion. Visual inspection and functional testing found the pump module and associated disposal IV set in good working condition and delivering fluid within specifications. The reported over infusion of tpn could not be confirmed.

Event description:
Customer reoprted an overinfusion of tpn in the nicu. Twenty-two mls infused over 1 hour and 10 minutes when the intended rate was for 10.1ml/hr. The nurse found this when the pump alarmed and the burette was empty. The patient's glucose was slightly elevated but returnedto normal without any intervention. No additional lab work was needed for the event. Devices and tubing will be sent back for investigation. No further patient or event information was provided. Manufacturer's report number: 2016493-2014-00326. (B)(4).